Event description:
The hcp reported the pt's intrathecal lioresal dose was increased without a bridge bolus being performed. The pt experienced overdose symptoms of lethargy and vomiting. The pt was seen at a clinic, had the pump adjusted, and was observed for a few hours. The pt recovered without sequela and was back to baseline.